Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/20/2016. (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? Passing through tissue how many sutures broke during the one procedure? One what was used to complete the procedure? Another suture of same product code in relation to needle, what is the approximate location of suture breakage? At the swage attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the needle retained in? Was additional dissection indicated to remove the needle from the patient's tissue? What is the surgeon's opinion of contributing factors to the needle detaching from suture? What are the patient initials, gender, age, date of birth, weight? What was the rationale for removing needle post op day six? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a lower lid ectropion repair procedure on (B)(6) 2016 and suture was used. The needle was partly through the peristeum when some tension was applied and the suture came off the needle at the swage. The surgeon brought the patient back on post-op day six to retrieve the intact needle using fluoroscopy guided retrieval. The patient is recovering well. Additional information has been requested.

Manufacturer narrative:
What tissue was the needle retained in? Peri-ostium. Was additional dissection indicated to remove the needle from the patient's tissue? Yes. What is the surgeon's opinion of contributing factors to the needle detaching from suture? The surgeon has done this about 3000 times but this particular needle did not seem swaged to the suture very securely. The needle end was hollow where the suture had been attached and the suture just pulled out, like the connection between the needle swage and suture was not tight or strong as it should be and usually is. What are the patient initials, gender, age, date of birth, weight? Female, approximate age (B)(6), weight approximately (B)(6). What was the rationale for removing needle post op day six? The surgeon chose to wait for the patient¿s swelling to go down and he wanted to start the patient on oral antibiotics for prophylaxis peri-operatively for the second procedure (he prescribed either keflex or amoxicillin and the patient did not end up developing any infection). This was a combined procedure with a longer length of surgery and the patient was not able to stay comfortable on her back for a much longer period of time as she was under local anesthesia. What is the current condition of the patient? The surgeon has seen the patient once or twice since the second procedure and she is recovering at a somewhat delayed pace due to the second procedure. She does have slightly more swelling and pain with the side the needle was in and there is more noticeable swelling of the lower eyelid on that side. The used needle was examined for visual inspection attribute defects and no defects were found the channel was well closure. The hole of the needle was examined for suture remnant and it was not found. Additionally, there are several marks on the channel area of needle by use of the needle holder. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Representative samples were examined for visual inspection and no defects were found. The samples were tested by needle pull and the samples met the requirements.